Manufacturer narrative:
Product ID: 3889-28, lot# va0gf3s, implanted: (B)(6) 2014, product type: lead.

Event description:
(B)(4). Additional information received from the patient, reported they have been having problems with their urinary and bowel incontinence. She noted she has been going more than usual. The patient noted they are feeling stimulation and it is in the correct area. The patient noted she has not been any changes to therapy prior to this call. The patient noted she is on program 2 at 2.3 v. The patient increased it to 2.7 v and noted the 2.7 v was comfortable for her. The patient plans to see healthcare professional (hcp) if the symptoms do not improve and discuss changing programs.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va0gf3s, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that that the implantable neurostimulator (ins) worked perfectly for the first year the suddenly, her incontinence came back. She increased stim from 2.5v to 3.3v on (B)(6) 2015 and she felt it at the time of report but she did not have different results. There was night increase and she stood up from bed instantly. There was no medical procedure, emi, fall or trauma related to this issue. The patient felt stim in the correct area. She was on program 1 at 3.3v, she successfully activated program 2 and increased it to 2.3v and she was comfortable and wanted to try it there. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.